Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
A depleted ipg was reported to abbott. The implant was replaced to reestablish effective therapy. The old ipg was not returned for evaluation. Stimulation settings are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
E1 reporter phone number: (B)(6).